Event description:
It was reported that the pump had a system failure/ primary audible alarm background. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.